Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522496l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool smarttouch sf and there was a "poke" hole in the sterile packaging of the catheter when removed from the box thus contaminating the catheters sterility. Another catheter was opened to proceed with the procedure. There was no patient consequence reported. Additional information was provided. Unfortunately, one of the hospital staff members threw out the product (packaging and catheter). The device was never used in the patient, the puncture was noted prior to opening the ¿sterile¿ packaging.